Event description:
The customer reported via phone call that they had experienced high blood glucose. The blood glucose value was found to be 406 mg/dl at the time of call. The symptoms for high blood glucose were none. The customer was treated with insulin pump. The customer was using the insulin pump within 48 hours of the reported high blood glucose event. Customer was having auto mode feature on at the time of event. Troubleshooting was performed. No further complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.